Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k309 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k309 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The complaint kit with smart card was returned for evaluation. Review of the smart card data showed the prime was completed and blood collection began in double needle mode. The treatment proceeded through the purging air phase of the procedure after 195 ml of whole blood has been processed. At approximately 222 ml of whole blood processed, an alarm #7: blood leak (centrifuge chamber) alarm occurred. Examination of the received kit verified the centrifuge bowl broke as it was received in several pieces. The centrifuge bowl base was not returned. The available outer bowl pieces were examined and found the circumference of the outer bowl was missing the weld joint. This indicates the outer bowl and bowl base had separated. The separation occurred above the weld joint, evidence that the separation occurred in the outer bowl material and not at the weld. A material trace of the bowl assembly and its components used to build lot k309 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 15 minutes into the procedure the centrifuge bowl broke. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and smart card for investigation.